Event description:
During preventive maintenance service testing of the unit, the manufacturers service technician reported the device remote alarm was not functional. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. Failure of the remote alarm may result in no signal to the remote alarm station when the ventilator alarms during use in normal ventilation mode. The customer did not report the remote alarm failure during previous usage. There was no patient harm reported. The service technician replaced the main pcb board to address the finding. Performance verification testing was completed and passed per operating specifications.